Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer's blood glucose value was 174 mg/dl. The customer declined to troubleshoot for the high readings. Troubleshooting was performed. Customer reported that his meter was not communicated with pump. High blood glucose was treated with manual injection. The product will not be returned for analysis.